Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was frequently emitting loss of prime warnings. The reporter allegedly changed the site, the infusion set, and the cartridge; however, the warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a review of the pump black box data revealed a loss of prime that was caused by the pump not being primed within three minutes of the rewind step. A loss of prime was not duplicated during investigation. The force sensor calibration reading was within specifications. The pump case was removed and no evidence of moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked.